Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead was unable to be placed during an initial implant. Physician claimed that they could not find the ostium of the coronary sinus with the lead. The lead was then exchanged to complete the surgery. Patient had no consequences and was stable after the event.